Event description:
Customer is reporting pressure dome leak. Name and function of complainant: same as reporter. Customer reported that at 360 of wbp, nurse saw blood leaking over the pump desk, from the return pressure dome. She stopped the treatment and no blood was reinfused to the patient. When she removed the pressure dome, the membrane was out of position. Customer submitted a photo of the pressure dome for investigation. Service order number: (B)(4) was created to inspect the instrument.

Manufacturer narrative:
A review of lot file b118 was performed. There were no non-conformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A complaint lot review was conducted and one other pressure dome leak was reported to date for this lot. No trends were detected. Service order feedback (B)(4): field engineer confirms the pressure dome leak from the photograph. The customer indicates that the instrument has given no further errors. Instrument is functioning as expected. The assessment is based on info available at the time of the investigation. A photo was submitted by the customer for investigation but this is still ongoing. Therefore, the root cause for pressure dome leak cannot yet be determined as the investigation is still ongoing. CAPA# (B)(4) has been initiated to investigate pressure dome leaks. (B)(4).